Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was over infusing the following information was received by the initial reporter with the following : rcc received a complaint via email. Email(s) attached it was reported that there was an over infusion of iron sucrose (300 mg/250 ml ). The iron sucrose was intended to infuse as a secondary piggyback infusion at a rate of 177ml/hour with a volume to be infused of 250ml and a 250ml bag of normal saline serving as the primary infusion at a rate of 20ml/hour. Upon starting the infusion, the clinician quickly observed that the iron sucrose was dripping faster than expected and appeared be infusing at a bolus rate (approximately 999ml/hour). Three clinicians observed that the iron sucrose was backing into the normal saline bag. The pump was switched out after only 5-20ml of fluid had infused.